Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the b30, no image was displayed, was a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be detected/prevented by following the instructions for use which state: ¿important information please read before use. Precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: the image was not displayed due to damage on charged coupled device (ccd) unit, b30 (scope communication error) occurs due to damage on charged coupled device (ccd) unit, water tightness was lost due to a dent on distal end, control unit had a scratch due to physical stress (handling problem), grip had a scratch due to physical stress (handling problem), up down plate had a scratch due to physical stress (handling problem), angulation lever had a scratch due to physical stress (handling problem), insertion tube rotation ring had a scratch due to physical stress, universal cord had a scratch due to breakage, switch box had a scratch due to physical stress (handling problem) physical stresses due to drops and hits and scope connector (sc) cover unit has a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis lucera elite bronchofibervideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that image did not appear and scope communication error; b30 . This report is being submitted for the event found during evaluation. There was no patient involvement.